Manufacturer narrative:
(B)(6). Component code 515 relates to device code 2454 for cut in material

Event description:
It was reported to boston scientific corporation that during preparation to place a polaris loop ureteral stent, when the device was unpacked, it was discovered that the loop of the bladder end was cut. Reportedly, the stent was easily removed from the stent tray and the suture was not removed. No damage to the packaging was reported. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "good."

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Analysis of the returned polaris loop ureteral stent revealed that the bladder end was torn, with one end of the loops detached from the stent and the other end of the loops still attached to the stent. The unit presents red and brown residue which may indicate blood or corporeal fluids, suggesting manipulation by the user either inside or near the patient; however, this cannot be confirmed. Scanning electron microscope analysis results revealed the separation was due to torsional/tension overload which indicates that considerable force was applied over the stent until the separation. No material anomalies were found. The suture was not returned.

Event description:
It was reported to boston scientific corporation that during preparation to place a polaris loop ureteral stent, when the device was unpacked, it was discovered that the loop of the bladder end was cut. Reportedly, the stent was easily removed from the stent tray and the suture was not removed. No damage to the packaging was reported. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "good."